Manufacturer narrative:
Blood was observed on the adhesive pad near the cannula window. Additionally, a leak was observed in the exposed portion of the soft cannula. Upon inspection, a tear was found in the soft cannula near the distal end of the formed needle. No damages or defects were found with the formed needle. The timing and cause of the tear could not be determined, nor how it contributed to the reported bleeding. Besides the tear in the exposed portion of the soft cannula, no other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 23.6 mmol/l (424.8 mg/dl). The cannula had a little bit of blood. The patient treated the hyperglycemia with manual insulin injections. The pod was worn between 24 and 36 hours on the leg.